Manufacturer narrative:
Product was not returned from the customer.

Event description:
The user facility reported, the housing broke at the weld during preparation of a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient impact. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported, the housing broke at the weld during preparation of a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient impact. Attempts were made to obtain additional information about the event; no further information was received.